Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of the system revision due to infection. Reportedly, the cause of the infection was due to the atopic condition and necrosis. There were no additional adverse patient effects reported. The s-ICD was explanted.